Event description:
It was reported that the ventilator stopped ventilating with an audible/visual alarm while connected to a patient. This occurred three times. The patient was removed from the ventilator and manually ventilated before being placed on a back-up ventilator. No patient harm reported.